Manufacturer narrative:
Device received with cracked reservoir tube lip noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump's buttons were less responsive and harder to press sometimes she had to press the buttons twice. The customer also reported that pieces on the insulin pump were chipped and flaking off at the top of the reservoir compartment, and the insulin pump had rejected new batteries. The insulin pump will not be returned for analysis.